Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 31oct2024, it was stated that the device diagnostic report (drpt) would not be provided. It was stated that the hospital equipment department replaced the flow sensor, and the device returned to full functionality. The part information for the part replaced was not provided. The patient information from the time of the event was also unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint on the v200 ventilator indicating that there was an alarm for low minute ventilation volume. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the authorized service provider (asp) that the patient had been placed on the ventilator and then the low minute ventilation volume alarm occurred. The nurse contacted the equipment department for repair and then replaced the v200 ventilator with another ventilator to continue treatment. The device issue did not cause any adverse effects on the patient. This investigation is ongoing.